Manufacturer narrative:
The following additional information was obtained: prior to the surgical procedure, both the instrument and the monopolar curved scissors (mcs) tip cover accessory were inspected according to standard protocol, and no damage or anything out of the ordinary was observed during this pre-use check. During the operation, the mcs tip cover accessory accidentally fell inside the patient while the surgical team was performing a dissection task. To retrieve the accessory, a coelio instrument was used successfully. The surgeon was unable to identify a specific cause for the accessory slipping off or breaking. The mcs instrument had been in use for approximately two hours at the time of the event, and no functional issues or abnormal behavior were noted with the instrument throughout the procedure. Regarding intraoperative conditions, there was no collision between the mcs instrument and any other surgical tools, and the mcs tip cover accessory appeared to be properly installed according to the team¿s visual assessment¿specifically, no part of the orange surface was visible, nor was the tip cover installed beyond this surface, avoiding any bulging of the shaft. Additionally, the usual reducer was employed, and removal of the instrument and tip cover through the cannula was conducted without resistance or difficulty. The instrument wrist was straightened prior to removal, per recommended practice, to reduce the risk of damage or complications. Following the tip cover incident, the surgical staff detected no other damage on the mcs tip cover accessory, the instrument itself, or the cannula. To resolve the situation, the tip cover was replaced, and the procedure was completed robotically as planned without the need to convert to an alternative surgical approach or abort the operation. The mcs tip cover accessory involved in the event is available for return to intuitive surgical (isi) for evaluation, while the mcs instrument, which continued to function correctly, remains in use and is not slated for return.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the mcs tip cover accessory fell into a patient. A fragment was retired during the same procedure. The procedure was completed.